Event description:
Customer reports back to back testing on the compact system with results of: 275mg/dl and 117mg/dl; 275mg/dl and 126mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.